Manufacturer narrative:
On january 20, 2021, mentor became aware that the date of bilateral replacement surgery with catalog number 3503500; serial number (B)(6) on the right side, and with catalog number 3503500; serial number (B)(6) on the left side was (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d6b fields for explantation date have been updated to (B)(6) 2020. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the event was reported to FDA under mw5096451. Additionally, on (B)(6) 20220, mentor became aware that this is a duplicate of mentor manufacturer's report number 1645337-2020-14880, any additional info will be reported under this manufacturer's report number 1645337-2020-11810. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with 405cc mentor memorygel breast implant on both sides and experienced skin reaction including chronic hives, and was diagnosed with ibiopathic urticaria in (B)(6) of 2019. Allergy tested and scratch tests were done on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.